Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mcs tip cover accessory associated with the customer-reported complaint. The accessory was analyzed and was found to have tearing at the mouth where the scissor tips exit. Tears are axial aligned with the tip cover and measure from 0.018¿ to 0.134¿ in length. There are no signs of thermal damage present at the end of any tears.

Event description:
Refer to h10/h11 for follow-up information.